Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software was overcorrecting in addressing the customer's blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Tandem technical support attempted to follow up with the customer to complete troubleshooting, however, a response was not received.